Event description:
It was reported that the recanalization catheter got stuck in the support catheter and the distal tip of the catheter separated (did not detach) from the catheter during use in the anterior tibial. Both devices were removed as a single unit without issue. Another catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. Signs of stretching and damage to the distal tip of the catheter was noted. This stretching is likely indicative of excessive force applied to the catheter. The investigation is inconclusive for failure to advance as functional testing and the dimensional evaluation could not be performed due to poor sample condition. The investigation is confirmed for retraction problems due to the condition of the returned sample (flared distal tip). The sidekick instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching), it is possible that excessive force may have contributed to the event. It is unknown whether patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.